Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively during a breast lift surgery. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2021.

Manufacturer narrative:
As per device received on january 18, 2022, lot number has been updated to "6666953" under field d4 on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 18, 2022, mentor became aware that field g3 ( date received by manufacturer) was mistakenly reported as "12/22/2021" in the initial report. It should have been "12/21/2021". On january 18, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). G3 ( date received by manufacturer) incorrect in initial report.

Manufacturer narrative:
On february 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in two parts. Additionally, shell abrasion was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-6782934). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).